Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the logs indicate battery failure during imaging spins. Representative reported that the chargers were performing as designed and 38 batteries were replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by manufacturer for evaluation.

Event description:
A site representative reported during a spinal fusion procedure the imaging system was unable to perform 3d imaging spins. Site was able to perform both 3d and 2d imaging spins at the start of the case but when attempted to take another spin the detector would go into position but the spin would not start. Site used c-arm to complete the procedure. Site confirmed that after the completion of procedure the imaging system was able to acquire imaging spins. There was a delay of less than 1 hour. No impact on patient outcome.